Event description:
Related manufacturer reference number 3006705815-2023-00603. It was reported that the patient experienced ineffective therapy due to high impedances. As a result, the patient underwent surgical intervention to have their leads replaced. Patient now has therapy.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.